Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician saw possible battery failure on electrocardiogram (ECG). Boston scientific technical services (ts) reviewed data and it showed device longevity remaining with sixty beats per minute consistently on presenting egm. An attempt to obtain additional information was unsuccessful. This pacemaker remains in service. No additional adverse patient effects were reported.